Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 50 mg/dl. Reportedly, customer alleged the insulin on board was inaccurate which caused them to go low. Customer attempted to self-treat by consuming carbohydrates; however required assistance from their endocrinologist by providing customer with long acting insulin to address bg level. Systems check with tandem technical support confirmed the pump is functioning as intended.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.